Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383536 and lot number 4156921. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva needle came out of casing. The following information was provided by the initial reporter: on 02/14/2025, we had a safety event reported for bd item # 383536 (cath IV nexiva 20g x1 2port). Let¿s identify this as bd 299, as a reference number. Based on the information provided below, could you start a product quality report? Bd 299: reported date 02/14/2025; event date: 02/14/2025; item number: 383536; lot number: 4156921; item available for pick up?: no; picture: no; patient harm: none; area: clark clinic ¿bd nexiva 20g x 1.00 in catheter tested well before piv insertion into patient. Once the catheter was inserted and needle retracted, the needle separated from the plastic grip falling to the floor.¿